Manufacturer narrative:
The complaint device has not been evaluated. A supplemental report will be filed following the completion of the device evaluation and the complaint investigation.

Event description:
During a shoulder scope, the esa-5379 ultrablator was said to have formed a hole in it's tip. The procedure was completed with no reported injury or surgical delay. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.

Manufacturer narrative:
The reported device was not returned to conmed for evaluation; therefore, the reported material issue is unable to be verified. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A two-year historical complaint review revealed 2 similar events have been reported for this product family. In that same timeframe, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.007 percent. A risk analysis was performed and found acceptable. To prevent this potential problem from recurring and to reduce the risk of patient injury, the instruction for use provide the following information. -avoid contact with sharp and metal instruments at all times. -do not activate the electrode while any portion of the electrode is in contact with another metal object. Localized heating of the electrode and the adjacent metal object may result in product damage or patient and/or personal injury. -examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. -use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the patient. -do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. This incident type will continue to be monitored through the complaint system to assure patient safety.